Event description:
It was reported that during the implant procedure, the physician could not advance a stylet through the left ventricular lead. The lead was not used and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.